Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported right side "hole on patch side." The device has been explanted and replaced.